Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. Review of daily measurements revealed an upward trend in shock impedance measurements since implant. In clinic, acceptable measurements were observed through commanded testing. Technical services discussed delivering a minimum and maximum energy shock to test the system. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. No further testing has been performed at this time and the system will continue to be monitored. Records indicate this device and lead remain in service. Should additional information become available this report will be updated.